Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 400 mg/dl at the time of incident. Customer's other blood glucose levels were 398 mg/dl, 130 mg/dl. The customer treated high blood glucose with bolus from insulin pump and manual injection. Customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.